Event description:
The customer complained of questionable inr results for 2 patients from coaguchek xs pro meters compared to the laboratory with stago reagent. A different test strip lot and meter was used for each patient. This medwatch will cover test strip lot 34521511 used for 1 patient with meter serial number (B)(4). Refer to medwatch with patient identifier (B)(6) for information on test strip lot 3452171 that was used for the other patient. At 10:00 am the result from the meter with a fingerstick was 4.2 and the result from the laboratory was 2.7 inr. There was no adverse event. The patient's condition was "stable". The patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient's coumadin dose was changed often. The patient has had no bleeding and no bruising. The patient's therapeutic range was 2.0-3.0 inr. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 345215) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (2.5 - 3.9 inr). All measurements were without error messages. The maximum difference between measurements was 4%.